Manufacturer narrative:
Na

Event description:
It was reported that the patient received inappropriate hv therapy due to lead dislodgement. The patient had twiddler's syndrome. The lead was successfully repositioned.